Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the ec60 device was received for analysis with no visual non-conformances and with an ecr60g cartridge loaded on the device. The reload was received unfired and in good visual condition. The device was tested for functionality with the returned cartridge reload by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The device opened and closed without any difficulties noted. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure the jaw of the device could not open after the fifth firing with ecr60g. The surgeon cut the tissue to remove the device and used hand sewing to complete the procedure. Two ecr60w and two ecr60d were used before this event. No adverse event on the patient.